Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had bleed /purge problem. There was no patient harm or injury reported.

Manufacturer narrative:
Additional info: e1 (event site telephone: (B)(6), event site state: 75, event site postal code: (B)(6)). A getinge field service engineer (fse) was dispatched in order to evaluate the unit, and during the period of evaluation, the fse observed that there were two leaks on the "pneumatic circuit". Then the fse further changed the drive manifold and the pneumatic interface module (pim), and after changing, the leak test was ok. The device was also functional after changing. There was no involvement of the patient during this incident.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had bleed /purge problem. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had bleed /purge problem. There was no patient harm or injury reported.